Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 210 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Findings: unit received with missing segment due to lcd cracked zebra connector. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip.(B)(4)